Manufacturer narrative:
Continuation of medical devices: d294trk ICD; 4296 lead implanted: (B)(6) 2017. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated oversensing associated with the right ventricular lead.

Event description:
It was reported a lead integrity alert indicated the ventricular sensing integrity count was elevated and there was a high number of non-sustained ventricular tachycardia episodes. The physician elected close follow up of the patient. The patient will be ¿directed¿ to a specific hospital for lead extraction. No patient complications have been reported as a result of this event.